Event description:
It was reported that during a hemicolectomy procedure, after a few minutes of use, the tip of the device broke off into the pt. Another device was used to complete the procedure. It was not noted if the broken tip was retrieved. No further pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.